Event description:
The account stated that a pt was able to move to the end of the bed and attempt to exit the bed. The pt positioning monitor (ppm) was set in exiting mode, and the alarm did not activate.

Manufacturer narrative:
The account was unable to locate the bed in question for a hill-rom technician to investigate.